Event description:
(B)(4). I have had a nickel allergy for as long as I can remember and when I went in after my 4th child I was talking to my obgyn about getting fixed so I couldn't have no more, now prior to getting essure I was told there was no nickel in them and I would be fine, I was a once again a new mother with 2 other little ones under the age of 3 at home, so I couldn't be down long trying to take care of my children so we went with the essure. Three weeks after getting it placed I had real bad pelvic pain and left side pain and was told I was fine; 3 months after getting essure I had to have my gallbladder removed cause of the problems it started causing me; (B)(6) 2015 I had a hysterectomy so remove the devices cause one perforated into my uterus, do to the nickel in the essure I now have health issues were still working to get answers for.